Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the physician was unable to complete the implant procedure due to scar tissue. The patient experienced leakage of cerebrospinal fluid following the procedure. The patient was hospitalized and remains under medical supervision. There have been no reports of further complications regarding this event.